Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, a patient underwent an esophageal procedure, but the bravo study ended prematurely. There was a lot of interference in the parts of study that could be collected. A repeat study is necessary due to the alleged device malfunction. The last known patient status is that she is fine and well. There were no adverse events reported against the patient or the user.

Manufacturer narrative:
(B)(4). One accuview graph was received for evaluation. The total time of the study was 95:59 hours indicating a full study. The graph shows that in the second day, the ph value dropped below the 1 ph value more than an hour and then the ph value increased to a high reading above 8 ph until the end of the study. This indicated that the capsule detached earlier. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.